Event description:
It was reported that while optimizing with atherectomy, dye extravasation leaked out of the vessel which required covered stent.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. Retroactive audit of post-market clinical study files completed and some events were deemed reportable. CAPA opened to address complaint/MDR reporting for clinical studies.